Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and the outer insulation was breached and had a depression. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the right ventricular lead was revised due to possible phrenic nerve stimulation. In the or the physician noted that the helix of the explanted lead was not "screwed out at all". The lead was explanted and replaced. No patient complications were reported as a result of this event.